Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The patient was sleeping at the time of the event and there was no noted electromagnetic interference (emi) sources near the patient. Boston scientific technical services (ts) was consulted and suggested further troubleshooting and obtaining x-ray images. It was noted that the patient received two additional inappropriate shocks over the weekend the patient was brought in for troubleshooting where the noise was able to be reproduced when the patient was in supine position. It was further noted that there was severe noise when manipulating the device was well as the proximal electrode, however it is not being used for detection due to current programming, noise was observed when the patient was holding their left arm over their head, which is a movement they do during sleeping. Some noise was seen in other positions as well, but not as prominent. X-rays were taken and sent to ts for review along with the captured electrograms (egms). The physician is considering a revision procedure at the beginning of the year, but requested ts support to further understand what may be occurring. Ts reviewed and confirmed there appears to be an integrity issue with the system. Based upon findings recommended change out of both the s-ICD and electrode. At this time available evidence indicates that the s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the s-ICD and electrode were received for analysis, thus indicating that they were explanted. The product is currently undergoing analysis. This report will be updated upon completion of analysis. This report is being filed to update the explant date, based upon new information received.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured approximately 26 mm from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. Testing indicated no electrical shorts between conductors. The fractures resulted in the observed noise, oversensing, and inappropriate shock. This report is being filed to update the explant date, based upon new information received.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The patient was sleeping at the time of the event and there was no noted electromagnetic interference (emi) sources near the patient. Boston scientific technical services (ts) was consulted and suggested further troubleshooting and obtaining x-ray images. It was noted that the patient received two additional inappropriate shocks over the weekend the patient was brought in for troubleshooting where the noise was able to be reproduced when the patient was in supine position. It was further noted that there was severe noise when manipulating the device was well as the proximal electrode, however it is not being used for detection due to current programming, noise was observed when the patient was holding their left arm over their head, which is a movement they do during sleeping. Some noise was seen in other positions as well, but not as prominent. X-rays were taken and sent to ts for review along with the captured electrograms (egms). The physician is considering a revision procedure at the beginning of the year, but requested ts support to further understand what may be occurring. Ts reviewed and confirmed there appears to be an integrity issue with the system. Based upon findings recommended change out of both the s-ICD and electrode. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured approximately 26 mm from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. Testing indicated no electrical shorts between conductors. The fractures resulted in the observed noise, oversensing, and inappropriate shock.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The patient was sleeping at the time of the event and there was no noted electromagnetic interference (emi) sources near the patient. Boston scientific technical services (ts) was consulted and suggested further troubleshooting and obtaining x-ray images. It was noted that the patient received two additional inappropriate shocks over the weekend the patient was brought in for troubleshooting where the noise was able to be reproduced when the patient was in supine position. It was further noted that there was severe noise when manipulating the device was well as the proximal electrode, however it is not being used for detection due to current programming, noise was observed when the patient was holding their left arm over their head, which is a movement they do during sleeping. Some noise was seen in other positions as well, but not as prominent. X-rays were taken and sent to ts for review along with the captured electrograms (egms). The physician is considering a revision procedure at the beginning of the year, but requested ts support to further understand what may be occurring. Ts reviewed and confirmed there appears to be an integrity issue with the system. Based upon findings recommended change out of both the s-ICD and electrode. At this time available evidence indicates that the s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the s-ICD and electrode were received for analysis, thus indicating that they were explanted. The product is currently undergoing analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The patient was sleeping at the time of the event and there was no noted electromagnetic interference (emi) sources near the patient. Boston scientific technical services (ts) was consulted and suggested further troubleshooting and obtaining x-ray images. It was noted that the patient received two additional inappropriate shocks over the weekend the patient was brought in for troubleshooting where the noise was able to be reproduced when the patient was in supine position. It was further noted that there was severe noise when manipulating the device was well as the proximal electrode, however it is not being used for detection due to current programming, noise was observed when the patient was holding their left arm over their head, which is a movement they do during sleeping. Some noise was seen in other positions as well, but not as prominent. X-rays were taken and sent to ts for review along with the captured electrograms (egms). The physician is considering a revision procedure at the beginning of the year, but requested ts support to further understand what may be occurring. Ts reviewed and confirmed there appears to be an integrity issue with the system. Based upon findings recommended change out of both the s-ICD and electrode. At this time available evidence indicates that the s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the s-ICD and electrode were received for analysis, thus indicating that they were explanted. The product is currently undergoing analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.